Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu.(B) (4): "product unavailable for analysis."

Event description:
(B) (4) peripheral cutting balloon registry.it was report that in (B) (6), 2005 the patient underwent treatment with the peripheral cutting balloon one lesion. The single target lesion was a restenotic post pta lesion located in an avf (arterial venous fistula), left/right not provided, with 8mm reference vessel diameter, and 8 mm target lesion length. Lesion had 90% stenosis pre-procedure and 0% stenosis post procedure. Target lesion negative for vessel tortuosity or calcification. Lesion morphology described as concentric stenosis and tight stenosis lesion. Comment states ¿fine result after pcb".in (B) (6) 2006 6 month follow up, assessment patient's status was "alive". Patient experienced ¿two restenosis during 6 months after usage of pcb¿ with repta performed at target lesion in (B) (6) 2005. No other details provided about event. Seriousness, outcome, and relationship to registry device not provided. No additional follow up assessment provided.